Event description:
Boston scientific received additional information that the young pt with this subcutaneous implantable cardioverter defibrillator (s-ICD) device heard tones being emitted recently. The pt had since been seen for a device check with the new updated programmer. No adverse pt effects were reported. Additional information was received that the pt also received inappropriate shocks within three days of each other. The first time this pt received an inappropriate shock was when she was jumping on a trampoline; the second time she was running when the shock occurred. Both events were a result of t-wave oversensing. The device is currently programmed in the alternate vector as this pt had experienced inappropriate shocks over a year ago when the device was programmed in the secondary vector. Boston scientific technical services (ts) was contacted to provide technical assistance. No adverse pt effects were reported. The data was reviewed with a boston scientific engineer and it was discussed that a chest x-ray should be considered to see if the electrode had moved at all since implant. In addition, further exercise testing would also help with evaluation to see if one of the other vectors could be used. Additional information was reported that the pt performed an exercise test. It did not appear that the alternate and primary vectors were very suitable as there was oversensing and changes in morphology noted. An x-ray was performed and the device and electrode position appear very similar to the x-ray taken at implant. At this time, the device remains implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.